Event description:
2002 revision of polyethylene liner and patellar button/left total knee arthroplasty. Pt is status post bilateral knee arthroplasties in the past. Now pain in left knee. Failed conservative tx with aspiration of fluid which was negative.